Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.